Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) worked until a radiologist mistakenly thought the ipp reservoir was cyst and drained it by inserting a needle. The patient forgot to mention he had an ipp device. Therefore, fluid loss occurred. The patient underwent surgery and all components were removed and replaced. There were no patient complications.